Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was revised multiple times due to wound healing problems. The device was explanted and replaced. Patient condition was good before and after the surgery.